Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device in this incident, it was determined that the pocket was not communicating to be refilled. A technical support specialist (tss) had dialed into the carefusion coordination engine and checked the database for examples, along with the current inventory on the server. Tss found a ghost pocket and removed it issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis es server, drawer 4 pocket d1 had failed to communicate. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, drawer 4 pocket d1 had failed to communicate during the refill process. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.